Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 525cc saline breast implant, catalog # 3501685, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 525cc and experienced deflation on the right breast implant. The deflation was confirmed through an exam. As a result, the patient underwent removal and replacement with a mentor smooth round moderate profile 525cc saline implant, catalog # 3501685, s/n (B)(4) on (B)(6)2018.

Manufacturer narrative:
Correction: on (B)(6) 2019, mentor became aware that the replaced device's serial number from the initial report was incorrect. The correct serial number is (B)(4). Device evaluation summary: it was reported that a 57 year old hispanic female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 525cc and experienced deflation on the right breast implant. The deflation was confirmed through an exam. As a result, the patient underwent removal and replacement with a mentor smooth round moderate profile 525cc saline implant, catalog # 3501685, s/n (B)(4) on (B)(6) 2018. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.6 cm within a crease running from the anterior aspect to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).